Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", although a specific value was not provided. The customer attempted to treat elevated blood glucose level with a bolus via the pump and manual dose injection. The customer went to the emergency room and subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis and high amounts of ketones. During hospitalization, the customer was treated intravenously with fluids of saline potassium and insulin. The customer was released 3 hours later with issue resolved.